Manufacturer narrative:
(B)(4). Batch #t5d33p. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with five reloads present. One gst60w reload (b) was received fully fired. Four ecr60b reloads (c, d, e & f) were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed, as no malformed staples were observed and the device opened and closed without any difficulties noted.

Event description:
It was reported that during a radical surgery, after firing the device, it was noted that some staples malformed with irregular shapes and there was slight oozing. The surgeon used four ecr60b reloads and one ecr60w reload in the procedure, but they all had the same issue. Oozing was stopped with electrotome. There was no patient consequence. No additional information can be provided.